Event description:
An issue was reported where the insulin gauge displayed an amount different than expected, indicating a discrepancy from previous usage. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the same cartridge to resolve the issue.